Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that customer had a cold and the blood glucose reading were over 600 mg/dl. Customer was taken to hospital. Customer was nauseated, excessive thirst, excessive urination, fruity breath and ketones. Customer changed the infusion set, the blood glucose decreased to 149 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.